Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number and subassembly lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc record was reviewed and indicated that there was no issue with the product tensile strength. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The report states that the device was inserted in (B)(6) 2021 and removed in (B)(6) 2022 which is over the recommendation of the IFU. The IFU contains the following precaution "peg replacement is recommended every three months or at the discretion of the physician." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was left in place longer than the recommended time in the instructions for use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a percutaneous endoscopic gastrostomy (peg), the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported that the user [physician] placed the feeding tube on (B)(6) 2021, and patient pulled out the tube on (B)(6) 2021. The user [physician] checked the patient afterward and found out the feeding tube set is intact, then user [physician] placed the gastric tube under endoscopy. The nurse detected on (B)(6) 2022 that the part of feeding tube inside patient is detached and remained in stomach, which caused the patient to be unable to be fed. The physician then placed another feeding tube in the patient. User facility investigated the case and concluded the tube placed was more than 3 months prior, which is exceeding the requirement in IFU. The patient pulling out the gastric tube may have affected the device as well. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.